Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 10/28/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no errors related to the complaint were observed. Global receiver communication tool sound tests were performed and passed. Manual try it tests were performed and failed. Functional testing could not be performed. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed as testing could not be completed. A root cause could not be determined.